Event description:
Customer reported poor image quality and the heat warning comes up faster than normal. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the software. System operates as intended. This MDR is related to ge healthcare complaint.